Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with excision of exposed vaginal mesh; posterior repair, and implant of non ethicon product [baxter] date of implant due to sui; rectocele; and exposed vaginal mesh.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence, rectocele and exposure of previous mesh. The patient experienced pain, extrusion, exposed mesh, urinary/bowel problems, recurrence, erosion, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/20/2017. (B)(4). It was reported that following insertion the patient experienced urinary tract infection and urinary urgency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.